Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with excessive no delivery alarms and high blood glucose levels. The customer states they clear the alarm by messing with the pump. The customer states they lay down to check their blood glucose levels and the device locked itself. The customer's blood glucose level at the time was 113mg/dl. The customer was advised the pump would be replaced due to the device locking and unlocking on its own without manual lock. The customer was advised to call back as soon as issues with no delivery or blood glucose levels arise.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No excessive no delivery alarm noted. The lock keypad feature is working properly no lockout or block anomaly noted. The insulin pump was returned without belt clip unable to confirm damage to belt clip. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube.